Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed for power error, inserted new battery and self test performed and post-reset ram crc alarm noted. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that they was unable to start new sensor. Customer states sensor signal not found. Customer states transmitter blinked when connected to sensor. Customer then explained that a couple of days ago they had switched insulin pump off completely as it had alarmed. The device will be returned for analysis.